Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through national breast implant registry (nbir) "suspected/actual rupture/deflation, change shape/size/style". This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported through national breast implant registry (nbir) "suspected/actual rupture/deflation, change shape/size/style". This record is for the right side. The device was explanted.